Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked. This occurred when the patient was resting off peritoneal dialysis on day two of training. It was further reported that the nurse detected a small amount of fluid on a dry paper towel when she squeezed and bent the tubing near the white twist clamp. It was stated the patient noted some wetness on their skin where their transfer set was taped. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked. This occurred when the patient was resting off peritoneal dialysis on day two of training. It was further reported that the nurse detected a small amount of fluid on a dry paper towel when she squeezed and bent the tubing near the white twist clamp. It was stated the patient noted some wetness on their skin where their transfer set was taped. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the sample was received for evaluation with a cap attached to the female connector. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.